Manufacturer narrative:
E1 full name and address: (B)(6). This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The device evaluation found the plastic distal end cover was melted or burned around the instrument channel outlet at the distal end. Based on the results of the investigation, the probable cause of the reported event is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.) Without ensuring sufficient distance from the distal end (handling problem). However, the root cause of the reported event is unable to be determined. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope plastic distal end cover burned. The issue occurred during an unspecified procedure. There were no reports of patient harm.